Event description:
I was vomiting before I hit the parking lot. By the time I got home, I honestly felt like I was going to die. The pain was worst than giving birth. My husband contacted the drs office and they prescribed stronger pain meds and anti nauseous meds. I was able to finally get some rest. As time continued, I started to notice numerous things. For example shortness of breathe, rapid heart palpitations, debilitating migraines, blurry vision, pain during and after sex, no desire to have sex, loss of hair, acne break out, insomnia, little energy, bloated stomach, severe cramping, stomach was tender to the touch. This is just to name a few. (B)(4).